Event description:
It was reported that during a lung resection procedure, the device fired properly, but would not open. Even after hitting the red button, firing and attempting to use the thumb release button, it would not release from the tissue. A cut around the device was made to remove it. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Additional followup: non identifying patient information - age, sex, weight, pre-existing medical conditions. They wish not to disclose this information. Please clarify did the user followed the recommended steps for releasing the device from tissue as per instructions for use? Yes, the steps to remove the device were followed as per the IFU. The report indicates the device could not be removed from the tissue and a cut was made around device to remove it. Please explain in detail what steps were taken after cutting around the device to complete the surgery.(for example redid staple line with another device, hand sewed opening closed, etc). He hand-sewed the opening shut and used clips to control bleeding. There is also a note in the report stating that the procedure was a re-do. Please clarify what you mean by this. Did the patient have to undergo a second surgery to fix the problem of the device not releasing from tissue? If so, please answer the following questions: another surgery was not required. This procedure was a follow up to an earlier resection they had made on the patients lung. The analysis found that one ec45a device was returned in good visual condition and with one ecr45b cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.